Manufacturer narrative:
Correction : section h6 : updates performed on component code.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection found three external insulation abrasions breaching the outer insulation proximal to the suture sleeve tie marks consistent with friction to device can. The cause of noise is due to the exposure of the outer coil at the abrasion zones. No other anomalies were seen.

Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented remotely to the clinic via merlin.net transmission. Transmission revealed, the patient's right ventricular (rv) lead had exhibited noise episodes. And the right atrial (ra) lead had exhibited over-sensed noise. Resulting, in inappropriate automated mode switch (ams) episodes. Both the rv and ra leads were explanted and replaced on (B)(6) 2024. The patient was discharged with no reports of adverse consequences.